Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 19mm sjm regent¿ mechanical heart valve (flexcuff¿), was implanted. Prior to implant, the leaflets were moving normally when tested at the time of device preparation with plastic surgical instruments and physiological saline were used to test leaflet function. After surgery, it was found that the valve leaflet did not open and close properly when tested with plastic surgical instruments and physiological saline. The valve was explanted and replaced with another 19mm sjm regent¿ mechanical heart valve (flexcuff¿), which was successfully implanted. Post-explant of the first device, the valve was tested, but the leaflet did not move normally. The patient took warfarin after procedure and latest inr is 2.5.the patient remain stable.

Manufacturer narrative:
The reported event of valve leaflets not opening and closing normally after implant could not be confirmed. Information from the field indicated that the valve was initially tested using plastic surgical instruments. Investigation found no anomalies on the valve leaflets, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, artmt600080902 rev. B. "Using the st. Jude medical¿ leaflet tester, open the valve and inspect the area for any obstructive tissue. If visualization is inadequate, use the st. Jude medical¿ leaflet tester to confirm free leaflet motion. Warning: do not use hard or rigid instruments to test leaflet mobility, as this may result in structural damage to the valve or thromboembolic complications."